Event description:
In 2008, boston scientific corporation was informed that the patient returned from a prostate biopsy with bleeding. Twelve hours later, the patient was "severely" hemorrhaging and required more surgery. Patient is currently in intensive care.

Manufacturer narrative:
The suspect device has been disposed. A device evaluation will not be performed; therefore, the cause of the reported event is undetermined.